Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that mask registration failed and was inaccurate, as well as point to point registration while using the navigation system ii - cart with intellect cranial software during a transsphenoidal procedure. The user had performed the MRI scan with the patient's head tilted and head holder to the side of the face, which distorted the skin. The user had not followed the stryker scanning protocol. After another attempt, the user was able to register the patient and complete the procedure successfully using navigation. A 45-60 minute delay occurred which resulted in the patient receiving additional anesthesia. No other adverse consequences were reported.

Manufacturer narrative:
The software, including catalog number and version number, was added to the concomitant products grid.

Event description:
It was reported that mask registration failed and was inaccurate, as well as point to point registration while using the navigation system ii - cart with intellect cranial software during a transphenoidal procedure. The user had performed the MRI scan with the patient's head tilted and head holder to the side of the face, which distorted the skin. The user had not followed the stryker scanning protocol. After another attempt, the user was able to register the patient and complete the procedure successfully using navigation. A 45-60 minute delay occurred which resulted in the patient receiving additional anesthesia. No other adverse consequences were reported.

Manufacturer narrative:
During the event evaluation, it was found that the patient was not scanned as described in the imaging protocol, which was determined to be a potential cause of the reported event. No product malfunction was found during the device evaluation.

Event description:
It was reported that mask registration failed and was inaccurate, as well as point to point registration while using the navigation system ii - cart with intellect cranial software during a transsphenoidal procedure. The user had performed the MRI scan with the patient's head tilted and head holder to the side of the face, which distorted the skin. The user had not followed the stryker scanning protocol. After another attempt, the user was able to register the patient and complete the procedure successfully using navigation. A 45-60 minute delay occurred which resulted in the patient receiving additional anesthesia. No other adverse consequences were reported.